Event description:
It was reported the programmer did not download software appropriately. During a patient follow-up visit, it was found that an incorrect eri (elective replacement indicator) battery voltage was displayed, which should have been corrected once the software was downloaded onto the pacemaker by the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.